Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent laparoscopic ventral hernia repair. They had revision surgery 5 months post-operative. The patient experienced multiple surgical revisions, and pain, bleeding, bowel obstruction, infections, and recurrence.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.